Manufacturer narrative:
No conclusion code available; the reported field event of noise was confirmed in the laboratory via review of egms. The device was tested on the bench and an intermittent capacitor connection was found to have caused an unregulated signal. However, the cause of the noise could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, noise issue with no pacing was observed on the ICD device. Patient is pacemaker dependent. ICD device was explanted and a new device was implanted. Patient was stable post procedure and will continue to be monitored.